Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the right side frame is broken on the right side rear part of the frame.

Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: standard wheelchairs. Frame, broken/cracked tubing. Broken tubing/weld at bottom rear of frame. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint of the side frame being broken was confirmed. The section of the lower horizontal frame tube wall around the weld adjoining it to the rear vertical tube was pulled away. Cracking in the tube wall was also found to have propagated outward from the break site. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The dealer stated that the right side frame is broken on the right side rear part of the frame.